Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. The patient was advised that the signal loss may occur from time to time and when this does occur, to call back so that a dexcom representative can resolve the issue. The reported issue was resolved. No injury or medical intervention was reported.